Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 7495-51, serial#(B)(4), product type extension. Product ID 3387-40, lot# j0110863v, implanted: (B)(6) 2001, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 7495-51, serial/lot #: (B)(4), ubd: , UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(4), ubd: 27-jun-2005, UDI#: (B)(4). Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. Patient sent in an email asking if the connectors under their scalp short out, further mentioning that when they lay on their left side as soon as the head hits the pillow and there is pressure on the connector , patient loses their stimulation on the right side and they had some pain in that area of their head. Patient was advised to work with their physician to evaluate their device and also to contact the manufacturer directly for further assistance. On (B)(6) 2018, patient reported that they were having an issue with the connection between the lead and the extension, and they were wondering if it was the connection issue or possible a wire broke and if that would be a surgical procedure. Patient also reported a gradual loss of therapy. There were no falls/trauma that could have led to the issue were reported. Patient stated they were having an issue with the connection between the lead and the extension, further stating that the connection between the lead and extension was above the left ear and when they lay on the left side with the head on the pillow, applying pressure to the connection of the lead and the extensions above the left ear, it felt like the therapy was turning off or surging . Patient stated the ins was not turning off but the stimulation stops like the plug is not plugged in all the way. Patient stated that if they picked the head off the pillow , stimulation is restored. Patient also stated that if they took their hand/finger and presses the connection it stops the flow of stimulation and when they release the pressure, stimulation is restored. Patient stated that this had been gradually getting worse. Patient stated today at work they had their hand raised up above the head reaching for something , turned their head and therapy stopped. Once the patient put their hands down and straightened their head stimulation resumed. Patient stated by raising their hands above their head and turning their head may have pulled on the connection. No further patient complications were reported/ anticipated as a result of this event.